Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No charge or battery lasts less than expected anomaly, no missing segments or partial display anomaly and no delivery alarm or occlusion during test noted. Device received with broken battery tube threads. Device passed the delivery accuracy test at 0.08720 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when the insulin pump had scratches on display screen that affects ability to read the screen, piece of insulin pump casing was missing at battery area, crack in casing next to arrow buttons, diminished battery life, changing out battery every month and random unexplained no delivery alerts. Customer's blood glucose value was unknown. The insulin pump will not be returned for analysis.